Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the batteries would not remain charged. To restore functionality, 8 motor batteries and the charger board were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the batteries of the imaging system would deplete and the system would power down immediately after being disconnected from a known operational outlet. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The motor battery charger for the imaging system was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.